Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation".

Event description:
It was reported that a malfunction alarm occurred. Reportedly, prior to the malfunction alarm occurring the customer had the pump on them while they received radiation treatment. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.